Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under the therapy electrodes of the lifevest equipment. Patient described the irritation as red, itching, and slightly inflamed with pustules. There was no alleged device malfunction contributing to the irritation. Patient reports that they are in the hospital for ICD placement. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed an ointment for the skin irritation. Follow up indicated that the ointment helped the skin irritation to improve.